Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the outflow graft was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern for outflow graft stenosis. The patient was taken to the cath lab for invasive hemodynamic monitoring where the outflow graft was found to have 30mmhg gradient across. Speed was increased from 2760rpm to 2840rpm and the patient had symptomatic improvement with stable ventricular assist device (vad) parameters. The outflow graft remains in use. No further patient complications have been reported as a result of this event.